Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and there was damage on the catheter which exposed internal wiring. The doctor reported damage to the catheter cabinet at the loop; under the loop making wires visible. Difficulty maneuvering the catheter was reported. The procedure was completed as the physician used another product, the same type. No consequences for the patient were reported.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse catheter and there was damage on the catheter which exposed internal wiring. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech's procedures, visual inspection and functional tests of the returned device were performed. According to the picture provided by the customer, the loop of the catheter was observed torn and with exposed wires. A visual analysis of the returned device revealed internal components exposed in the tip (near the loop area), including the contraction wire. Deflection and contraction tests were performed: the deflection was working in specifications. However, the device was not contracting at all. Based on the results of the investigation conducted, it was determined that the root cause of the problem was the positioning and the established lengths for the varipulse catheter. Devices manufactured with this part number, due to having shorter lengths, were more prone to complications during contraction, as they could deform in the loop, potentially exposing the contraction puller wire. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint was found during the review. The resistance with sheath and internal components exposed issues reported by the customer reported by the customer were confirmed. The potential cause of the shorter lengths was related to manufacturing process. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to length issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).